Event description:
It was reported that after an interventional procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, after performing the steps to implant the suture, when the device was removed to make the knot, there was intense bleeding from the access site. After removal of the entire system, it was noted that the knot was made but not attached to the artery. It was not specified how hemostasis was achieved. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Based on visual inspection on the returned device did not detect a quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.